Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 164, 181, 170, 177 and 208 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 120 mg/dl. Customer feels well and did not report any symptoms. Husband stated customer had a routine doctor's visit (B)(6) 2017 and results were within range. Customer then tested with truemetrix air meter and obtained result of 164 mg/dl fasting. Husband stated customer is obtaining results that are out of range daily. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; customer had eaten less than two hours prior. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called in states the meter is reading high.